Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia following correction of prior elevated glucose while using the ilet, with review indicating inconsistent meal announcements and user concern that corrections caused lows; the device alerted and the user subsequently performed a factory reset and resumed bionic mode, with education provided on meal announcements and transition guidance. Symptoms included sweating during the hypoglycemic event. Outcomes included a lowest blood glucose of 60 mg/dl, brief out-of-range duration of approximately 10¿15 minutes, and recovery after oral carbohydrate treatment without outside assistance or medical intervention. Investigation included review of device use patterns and user education on proper meal announcement practices. Investigation of this case revealed no device malfunction, and the issue was attributed to use-related factors including inconsistent meal announcements contributing to postprandial spikes and subsequent corrective dosing leading to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with user-related factors and use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.